Event description:
It was reported by a caregiver that the altrix device was not warming a pediatric patient as quickly as they thought it should. Upon investigation it was determined that the altrix was functioning correctly as the caregiver had left the device at the minimum setting of 0.17 degrees/hour instead of changing the settings to warm more quickly. There were no adverse consequences as a result of this event.